Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01357, -01358, -01359.

Event description:
Allegedly patient was revised due to: groin pain; diminished ability to ambulate; elevated cobalt and chromium metal ion levels; large effusion; moderate size pseudotumor surrounding tissue necrosis; moderate corrosion: -right.

Manufacturer narrative:
Complaint database was reviewed and no trend for item/lot was identified.